Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required second device. Device issue: difficult to remove (other device). It was reported that the promus stent was successfully placed in the lad. The diagonal was re-wired through the stent; when the guide wire was pulled back , it got hung up on the stent. A balloon was used to try to wedge the guide wire to come out, but it was unsuccessful. The guide wire was pulled on hard, and everything came out, including the deployed stent. A new promus stent was placed in the lad successfully. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it own brand labeling of abbott vascular's drug eluting in the us.